Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a left atrial ablation procedure. Reportedly, there was no prostyle suture attached to the needles for two prostyle devices. The sheath was upsized to greater than 8.5f and the ablation procedure was completed. An unknown method was used to achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed due to the condition of the returned device. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The root cause of the reported cuff miss could not be determined. Based on the information reviewed, it is possible that an interaction with patient anatomy occurred during the procedure and contributed to the reported difficulty. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to previously filed report, additional information was received:manual compression and a figure-8 stitch were used to achieved hemostasis.